Event description:
On (B)(6) 2022, this patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The final angiography imaging revealed a small dissection at the proximal neck site. Reportedly, thrombosis and calcification were observed at the site of the dissection. The physician elected to monitor it and no further treatment was performed. The patient tolerated the procedure.

Manufacturer narrative:
The IFU states, 'the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including ruptured aneurysms.' In addition, the IFU states that 'key anatomical elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites.'